Event description:
Country of complaint: (B)(6). Orthopilot has been displaying strange values (not corresponding to the pre-operative planning) since the iq instruments have been used with the tka5.0. Aesculap technical services has backed-up the data from the surgery. According to the x-ray of the whole leg, the patient had 9 degree varus; orthopilot displayed however only 3 degree varus. After the distal femur cut with this patient, it was necessary to switch to a manual method because the values weren't plausible. After cutting with 2 degrees varus, the control displayed 5 degrees valgus. On (B)(6) 2015 another tka5.0 was performed and the values were plausible. However, during planning of the femur, the camera beeped and the screen wasn't usable for 3 - 4 seconds. Surgery result was good. Other devices in use include: ns720 / iq set navigation instruments. Fs616 / orthopilot dispos. Passive marker sterile. Np619r / orthopilot transmitter mounting sleeve.

Manufacturer narrative:
Manufacturing site evaluation: device was not returned, report/data from the noted surgery was backed-up from the orthopilot unit. Due to the fact that this is the only reported complaint of this nature, we assume that this is not a systematic error of the software. The most plausible explanation for the incorrect measurements is that the sender (passive marker) was not fixed firmly and moved. If the sender was deformed in any way, an error would have been created throughout all measurements during the surgery, since this was not reported, it appears that one sender was not firmly fixed. No material or manufacturing deficiencies were found.